Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, brown particles and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified an extended sharp opening on the radius side assessed as an unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification). Based on the device analysis the final assessment is a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.